Event description:
It was reported that noise resulting in oversensing and an inappropriate high voltage shock was observed on the right ventricular (rv) lead. It is unknown if the high voltage shock was delivered inappropriately due to noise or appropriately due to true ventricular fibrillation. No intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.